Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that moisture was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2017 with the following findings: during investigation, the pump powered up to a blank display. There was also visible moisture in the battery compartment. Unrelated to the original complaint, a leak test was performed and failed due to a battery compartment crack. Upon further investigation the pump was found to draw excessive current of approximately 1.4 amps. The pump was opened and no moisture was found. Component c 24, part of the display boost regulator, was found to be shorted.